Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was getting electric shocks and requested to turn off device. This device remains in service. No adverse patient effects were reported.